Event description:
Reporter alleged blood glucose measured 73 mg/dl back to back with a result of 140 mg/dl. It was stated results were also 40 mg/dl at 11:53 pm back to back with a reading of 146 mg/dl at 11:55 pm and 86 mg/dl at 9:58 pm back to back with a reading of "lo" at 10:03 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.